Event description:
After multiple unsuccessful detachment attempts, the physician decided to remove the coil. It was reported that as the physician was removing the coil, it detached in the microcatheter. The coil and microcatheter were removed together without any clinical consequences to the patient.

Event description:
After multiple unsuccessful detachment attempts, the physician decided to remove the coil. It was reported that as the physician was removing the coil, it detached in the microcatheter. The coil and microcatheter were removed together without any clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the proximal contact was detached, and the delivery wire was kinked approximately 11cm from the midbarrel junction. Microscope inspection of the distal end of the delivery wire revealed that the firm coil was broken causing the pi wire to protrude out of the firm coil. The coil was detached from the delivery wire at the detachment zone. The coil did not appear to have detached by electrolysis but appeared to have detached due to torsional force as the detachment zone was bent. Information available indicated that the physician caused the damage to the proximal contact in order to expose the pi in an attempt to detach the coil, multiple unsuccessful detachments were performed and the coil detached during removal. Based on analysis and review of all information available, it is probable that the coil may have detached from the delivery wire due to inadvertently twisting the delivery wire as the coil was being removed resulting in the reported issue and breaks found during analysis. Therefore, a root cause of operational context has been assigned to this investigation.